Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 3.9 mmol/l. Cause was not known. Customer lost consciousness with insulin shock. Third party assistance was required by an ambulance, where a glucagon injection was administered to address bg which resolved the issue. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.